Manufacturer narrative:
(B)(4). Batch # p55z9f. Device evaluation: the ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition another ecr60b cartridge was received not fired, with 15 drivers out of position making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to be out of position, the returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Cartridge b: ecr60b, n56v30, not fired with 15 driver out of position and the pan partially dislodged.

Event description:
It was reported that during an unknown procedure, the staple driver up and could not fire. When the blue reload was installed, removed the retaining cap, found the staple drivers were up. Could not fire with device and green reload on the 1st firing. Another device was used to complete the surgery. There were no adverse consequences to the patient.